Manufacturer narrative:
Additional information was provided in section b5 describe event or problem.

Event description:
It was reported that during a farapulse procedure, air was observed while aspirating a faradrive sheath following insertion into the left atrium of the patient. Air was observed while removing the dilator from the sheath and was continually pulled through the flush luer. No leaks were observed. The sheath was replaced with a similar device, the issue was resolved, and the procedure was completed. No patient complications were reported. The device has been returned for analysis and investigation is still in progress. It was further reported that following the removal of the dilator, no catheter had been inside the sheath prior to and at the time the visible air was observed. Additionally, no air was observed in the patient. A non-boston scientific syringe pump was being used for irrigation.

Event description:
It was reported that during a farapulse procedure, air was observed while aspirating a faradrive sheath following insertion into the left atrium of the patient. Air was observed while removing the dilator from the sheath and was continually pulled through the flush luer. No leaks were observed. The sheath was replaced with a similar device, the issue was resolved, and the procedure was completed. No patient complications were reported. The device has been returned for analysis. It was further reported that following the removal of the dilator, no catheter had been inside the sheath prior/to and at the time the visible air was observed. Additionally, no air was observed in the patient. A non-boston scientific syringe pump was being used for irrigation.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. The referenced faradrive steerable sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. Laboratory analysis of the returned faradrive steerable sheath revealed tears in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientifics investigation determined the tears in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design. A corrective and preventive action (CAPA) investigation was initiated to further evaluate these events and determine the root cause.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure, air was observed while aspirating a faradrive sheath following insertion into the left atrium of the patient. Air was observed while removing the dilator from the sheath and was continually pulled through the flush luer. No leaks were observed. The sheath was replaced with a similar device, the issue was resolved, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.